Event description:
It was reported via repair work order that there was no power to the bed as the battery did not hold a charge. It was also reported that the patient foot right siderail was missing. It was further reported that the pendant was damaged with exposed control wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was initially reported that the bed had no power due to batteries not holding a charge and the pendant was damaged with exposed wires. Further investigation determined the bed did have power and the worn batteries only affected the zoom function which is not likely to harm the patient as the bed could still be moved manually. The exposed pendant wire is not likely to harm the patient as the exposed wires are part of a low voltage system (selv) and there is no shock risk involved. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported from these issues and they are not likely to cause or contribute to serious injury or death if it were to recur. It was also determined that the footboard had intermittent power due to electrical damage.

Event description:
It was reported via repair work order that the footboard had intermittent power due to electrical damage and the patient foot right siderail was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.